Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a 50 mcg/min noradrenaline infusion the device alarmed for a channel disconnection and the infusion had to be transferred to a different pump. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.